Manufacturer narrative:
Covidien reference no: (B)(4). The covidien customer support (cse) verified the malfunction. The cse inspected the device and replaced the proportional solenoid valve assembly (psol). The cse performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt). The device operated within the manufacturing specifications.

Event description:
Covidien received info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred.